Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was programmed incorrectly and had additional crack. Customer's blood glucose was 316 mg/dl. Troubleshooting was done. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. The customer was assisted in correcting the programming in the insulin pump. Customer reported also patient was hospitalized last week due to ketones which was related to a cold and was not due to the insulin pump. Customer's blood glucose was over 600 mg/dl and homeless however they are now in women's shelter. Customer declined attention for emergency medical technician due to patient knows when she needs to go to ER. Customer wanted to be transferred to sales management team for supplies but call got disconnected. No further information provided.